Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states the pump was damaged at the reservoir compartment. The customer states the damage occurred when removing the reservoir. The customer's blood glucose level was 400mg/dl. The customer treated the high with manual injection. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with currents within specification. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, a cracked case near the display window corners, broken battery tube threads and a cracked reservoir tube lip.